Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Additionally, no other complaints have been received from this batch. Lens remains implanted.

Event description:
Lenstec received an email stating " the surgery was completed on (B)(6) 2021, and the patient was found to have severe corneal edema on the next day. Local drops of 50% glucose injection were given acording to the doctors advice. The edema of the cornea was relieved and has now recovered well."